Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a calibration problem with the stylus. During threshold testing the stylus lost the window to lower the output and often when the report is selected the analyzer screen appears. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus calibration issue, the touchscreen and stylus were out of calibration. The stylus was re-calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the threshold test the stylus cursor would move out of the test window on the screen without really moving the stylus on the screen.